Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is further reported that the device was well handled by the medical staff at all times. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on june 26, 2014; (B)(4). Convatec will continue to track and monitor such complaint handling and CAPA procedures.

Event description:
It is reported that it was necessary to remove a rectal probe from the patient, after only 24 hours of use related to failure of the irrigation system. It is further reported that when they tried to irrigate a cleansing enema, a kind of balloon was inflated at the rectal entry resulting in the inability to instill the medication. Lastly, it is reported that due to the failure of the device, the medical staff decided to withdraw the device and replace it with a new one.